Event description:
Customer reported that the unit has an error code messages of data acquisition (da) pcba adc failed and proximal pressure sensors failed. The customer reported there was no patient involvement.